Manufacturer narrative:
Supplemental submitted to correct device MFR date to blank and date MFR rec date updated to reflect the correct due date.

Event description:
Additional information received later stated that patient did not have concerns with the device or therapy.

Event description:
It was reported that when stimulation was on the patient experienced "cognitive issues or changes". It was reported that there was a loss of therapeutic effect. It was stated that the patient had a "voice issue". It was reported that the patient left the hospital before the health care provider could not set stimulation parameters for the patient. It was noted that the patient had an appointment with the neurologist on the following day, but they were uncertain if they had enough time to "group it" right. It was noted that the patient was taking very little medication. It was stated that the reporter did not "trust the patient walking around right now like this and taking showers". It was not clear what that meant. It was stated that before the patient was turned on, he could not walk and he would "freeze" and then he would be able to walk. It was stated that now the patient was "going all over the place" and his voice had changed. It was reported that when they first set it he was good for a day, but then they got on a plane and when they got home "it gave him troubles". It was stated that the patient was having trouble with their voice. It was stated that the patient kept turning the stimulation up and down in the meantime and the patient was "twitching all over the place". It was noted that they could not turn stimulation up past 3.60 v. It was noted that the patient's heath care provider (hcp) told them that it would "take a while" to do the "groupings". Additional information received two days later reported that the patient experienced an overstimulation sensation. The patient turned stimulation off because it was overstimulating him. It was stated that the patient's company representative told him to turn stimulation off until it could be adjusted. It was noted that the patient had good therapy for 24 hours and then his voice "started to go" and his arm started to twitch and his eyes were "moving up and down". It was stated that the right eye was going up and down and the left eye was going down "like a mini stroke type symptom". It was noted that the patient had hiccups for 20 hours. It was stated that the left implantable neurostimulator (ins) was off and the right one was on. The manufacturer records indicated that the patient only has one active ins.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot# v813689, implanted: (B)(6) 2012, product type lead; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).